Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, d10, g4, g7, h3, h10. Investigation and conclusion: harm: no patient, user, or other stakeholder harm. No further due diligence required as all required information to support the conclusion is available/was already requested. No relevant medical data has been received. Visual examination: the two rasps show several signs of usage. The opening mechanism is slightly loose. The products are intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The instruments where manufactured in 2011 and 2013 and have therefore been in use for several years. Therefore the most likley root cause is a deterioration in function during long term use. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 0104233000, item name anatomical shoulder, handle for rasp, lot # 13.878179. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery, handle came off loose when rasp was knocked out.